Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the 740 ventilator reset and generated a ¿power-on self-test passed¿ message. The ventilator stopped ventilation and the patient was placed on an alternate ventilator with no harm to the patient.